Manufacturer narrative:
One maxplus sample was received for quality evaluation. Visual examination of sample did not indicate any damages. The sample was then connected to corresponding female and male connections to each side of the maxplus connector. There were no issues with connection and disconnection to the sample. The customer complaint of component damage - no leak could not be confirmed. A root cause was not determined because the failure was not replicated. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector was difficult to disconnect. The following information was provided by the initial reporter: maxplus could not be removed from catheter hub, had to be removed with forceps. Additional information received from the customer: please share the lot# number if available. We were unable to identify lot number describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient injury or harm, but needleless connector needed to be removed with forceps.